Manufacturer narrative:
X-ray. Device evaluation summary - the explanted device was returned and evaluated; moderate calcification was observed in the cusp area of leaflet 2, moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect . Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal to moderate at the stent inflow. The x-ray showed no visible damage to wireform. Additional manufacturer narrative - report of edwards aortic bioprosthetic valve explant due to calcification, patient received replacement prosthetic valve. Device evaluation confirmed the reported calcification in addition to host tissue (pannus) growth on the surface of the valve. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Report indicates an edwards mitral bioprosthetic valve was explanted due to aggressive calcification five (5) years after implant. Patient history has been requested from health care provider (hcp) but has not yet been received.